Event description:
It was reported that during an ankle joint arthroscopy when using the pump ar-6475 (sn: (B)(6) with the tubing ar-6420 (lot: z4038) the pump increased the pressure until the patient's capsule burst. The pressure sensor in the ¿sight glass¿ appears to have been distorted, crushed. The surgery was not finished successfully, because the pump was defect and the patient's capsule burst. The procedure was aborted and according to the provided information a second surgery is/was required. No further information was provided. ***update avoe 12-dec-2024 it was further reported that a capsular repair was performed, fluid was aspirated normally, the patient was immobilized in a walker anyway because of the planned operation. The surgeon has not yet seen the patient, as follow-up treatment is being provided by the family doctor. Another operation is not planned. The pump pressure was at 30 and then 120 and was reduced again manually.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-6475, continuous wave iii arthroscopy pump, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 60 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted that the allegation mentioned the pressure sensor in the 'sight glass' appeared to have been distorted, crushed". The "sight glass" is the term the customer used to refer to the drip chamber where the neoprene sleeve is located, thus referring to a malfunction with the tubing, not the ar-6475.